Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blood glucose level of 440 mg/dl the day prior to the call. Troubleshooting did not find any issues with the insulin pump. The customer's blood glucose declined to 230 mg/dl at the end of the call. The reservoir was not replaced or returned for analysis.